Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards sapien 3 valve was returned for evaluation. No imagery was returned. The returned device was visually inspected for any abnormalities and the following was observed: one (1) black fiber, approximately 10mm in length, on cp2 inflow side. Black particulate on cp2 leaflet. Black particulate size. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Per the manufacturing process: a 100% visual inspection is performed before and after holder for particulate. A 100% visual inspection for particulate/fiber during preliminary packaging (ppk), and 100% visual inspection of valves and in jar/lid for foreign particulate/fiber are performed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU) for the commander delivery system with sapien3 thv, japan and device preparation training manual were reviewed. Per the warnings/cautions: if container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the transcatheter heart valve (thv) must not be used. Completely submerge thv/holder assembly in first bowl of > or = 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. Thv should not come in contact with identification tag, bottom, or sides of rinse bowls. No other objects should be placed in rinse bowls. Thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. There were no IFU/training deficiencies identified. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no corrective actions preventive actions (CAPA) or product risk assessment (pra) escalation is not required. There is no confirmation that the black particulate originated from edwards. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards singapore facility. The complaint for "device preparation - particulate - noticed" was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the black particulate showed similar absorption to olefin material. Process walk through was performed by manufacturing. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match black olefin material. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, "during the preparation of the transfemoral tavr procedure for 26mm sapien3 valve, foreign material (fm) was confirmed on the leaflet. The fm was found during the rinsing process. As the fm could not be removed by rinsing, it was replaced with the new valve". It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. The complaint for "device preparation - particulate - noticed" was confirmed. Based on the DHR, lot history, complaint history review and the listing of tooling, fixture, and material for the manufacturing of. It is concluded that the black particulate was unlikely to be a manufacturing non-conformance, as no olefin like material are being used in the manufacturing of sapien 3 valve. Currently, there are several manufacturing mitigations in place to detect and reject particulate and/ fiber on valve. Available information suggests that procedural factors (device mishandling during prep) may contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor pra is required at this time. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the preparation of transcatheter aortic valve replacement procedure with a 26mm sapien3 valve, a black, hair-like, foreign material (fm) was confirmed on the inflow side of the leaflet. It was found during the rinsing process and could not be removed by rinsing. A new valve was used instead. There was no report of any injury to the patient.